Manufacturer narrative:
Follow-up #1: date of submission 08-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 23-feb-2018 with the following findings: during investigation, the battery compartment was found to be cracked. Unrelated to the original complaint, there was moisture observed in the battery compartment. A leak test failed due to a crack in the battery compartment. The pump was opened and there was no moisture found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the battery compartment was cracked.